Event description:
Additional information received that patient underwent surgical intervention where in the leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31833. It was reported the patient experienced a fall and after that was unable to increase amplitude for stimulation. Diagnostics revealed high impedances on one of the patient's leads. As a result, surgical intervention may be pending to address the issue. It is unknown which lead is liable so both leads are reported.